Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant. It was also noted there was under sensing and no capture on the lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.